Manufacturer narrative:
Device analysis: 1 empty syringe of 1.0ml was received in an opened tray with cap and with one needle, which was still attached. A crack was observed at the 3mm luer lock level.

Event description:
Healthcare professional reported that while injecting a patient with syringe of juvéderm® ultra plus xc, syringe cracked at hub and there was ¿loss of product.¿ there were no injuries.

Event description:
Healthcare professional reported that while injecting a patient with syringe of juvéderm® ultra plus xc, syringe cracked at hub and there was ¿loss of product.¿ there were no injuries.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the documentary research in the batch file shows that no element could explain these issues: all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. All the syringes are inspected individually after filling and no problem was detected. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling for the reported event of crack and gel leak: "precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that while injecting a patient with syringe of juvéderm® ultra plus xc, syringe cracked at hub and there was ¿loss of product.¿ there were no injuries.